Event description:
Complainant alleged that the medics were treating a pt. The complainant reported that during the fourth algorithm analysis, the pt's rhythm changed into a ventricular fibrillation heart rhythm. At the end of the analysis period, the device indicated that there was "no shocked advised". The complainant indicated that the facility was unsure as to whether the "no shock advised" prompt was appropriate for the particular rhythm presented by the pt during that analysis.